Event description:
It was reported that during a coronary stenting treatment procedure, a guide wire break occurred. The 90% stenotic lesion was located in the circumflex artery. The physician performed the procedure using a 185cm pt2 guide wire, a 2.0x12mm, 2.25x8mm, and 2.25x15mm apex and 3.0x15mm and 2.5x12mm nc quantum apex balloons, a 2.5x15mm maverick balloon and a 3.5x20mm liberté stent and 3.5x28mm promus element stent. During removal of the guide wire at the end of the procedure, a little resistance was encountered and upon removal, it was found that 2cm of the distal tip had detached. The guide wire fragment embolized to the distal portion of the circumflex artery and remains in the patient. No patient complications were reported and the patient is stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).